Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. The lesion being treated was a calcified and 90% stenotic lesion in the mid lad. A 7f heartrail jl4 guide catheter, a runthrough ns 0.014 guide wire and an encore inflation device were also used in the procedure. No patient injuries or complications were reported. Patient status listed as "good."